Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh were implanted. It was reported that the patient underwent mesh obturator approach mid urethral sling and central and paravaginal defect repair using mesh device with cystoscopy for complaints of prolapse, urinary incontinence and the inability to engage in sexual activity without pain. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that patient underwent exploratory laparotomy, small bowel resection on (B)(6) 2009 due to small bowel obstruction. It was reported that patient underwent exploratory laparotomy, lysis of adhesions and appendectomy on (B)(6) 2009 due to small-bowel obstruction. No additional information was provided. (B)(4).

Manufacturer narrative:
It was reported that following insertion the patient experienced urgency and urinary frequency.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.